Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that the tower could not power on. The power button was observed to be blinking blue and then transitioning to solid amber, with the screen remaining black. No patient was involved at the time the issue was reported. Isi followed up with the distributor and obtained the following additional information: the customer was not able to continue with the procedure due to a system down. The customer used another da vinci system to continue with the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue. Vision side cart (vsc) common compute controller (ccc) bricked. The fse replaced vsc ccc to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.